Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system there was a vial that was positive and when removing it the customer noticed it was cracked with little fluid inside it. The customer was recommended to set up a new culture with the primary specimen and perform gaseous decontamination. There was no patient impact reported. The following information was provided by the initial reporter: customer had a vial go positive and when they went to remove it they saw it was cracked. Asking for workflow assistance with the positive vial workflow and cracked vial. The tube with crack is positive and has little fluid inside it.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary this complaint alleges a failure on a mgit 960 instrument (p/n 445870, (B)(6)). The customer called in to report a cracked and leaking tube inside of their mgit instrument. The customer was advised to set up a new specimen and was referred to check their decontamination procedures, and it was advised for the customer to reach out to their facilities safety officer. Additionally, bd recommendations, cdc and global laboratory initiative (gli) recommendations were emailed to the customer. The instrument is currently running as expected. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6)is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for vial errors was reviewed for the month of august. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system there was a vial that was positive and when removing it the customer noticed it was cracked with little fluid inside it. The customer was recommended to set up a new culture with the primary specimen and perform gaseous decontamination. There was no patient impact reported. The following information was provided by the initial reporter: customer had a vial go positive and when they went to remove it they saw it was cracked. Asking for workflow assistance with the positive vial workflow and cracked vial. The tube with crack is positive and has little fluid inside it.